Event description:
It was reported that the patients incision at the ipg site opened up and had drainage due to a non device related fall. It was also noted that the patient experienced discomfort when bending or laying down. The patient underwent an explant procedure. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) /(B)(6). Batch: 7107714/7108150.